Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an unrecognized "self check failure" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned for evaluation. During our evaluation the device displayed a "self check failure - 1003" message that was confirmed within the device logs. The report was attributed to foreign substance found on components on the smart pneumatic module board likely related to the customer's description of the patient fluid backing up into the device. The smart pneumatic module board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.